Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely with multiple mode switch episodes. Atrial and right ventricular noise was reported, leading to inhibition of pacing. The patient was brought into the clinic, where the atrial noise was reproduced with isometrics. Programming changes were made. The patient was stable and will continue to be monitored.